Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked out from the foley catheter during use.

Event description:
It was reported that water leaked out from the foley catheter during use.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (6) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngkn1923. The fifth photo provides an enlarged view of the catheter shaft, confirming the presence of a hole in the shaft of the catheter. Received a 2-way foley catheter. Verified material number 2758j14 and manufacturing lot number ngkn1923. Visual inspection noted a hole in the shaft of the catheter. During testing, the balloon inflated with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Balloon passively deflated in 1 min 11 sec. No cuffing noted. Based on the presence of a hole in the catheter shaft, the reported event is confirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.